Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported a broken infusion set and blood glucose level was at 196 mg/dl. No further information available.